Manufacturer narrative:
Resolution and disposition: data acquisition board was replaced to prevent recurrence.(B)(4).

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. During operational check the service technician identified occurrence of oxygen device failed. There was no patient involvement.

Manufacturer narrative:
Data acquisition (da) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any evidence of damage or contamination. The da board was installed in a test ventilator in an attempt to duplicate the reported problem of oxygen device failed. The da board was tested and no failures were identified. The root cause for the reported experience could not be identified.